Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the pcoip box was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Analysis found electrical failure with the pcoip box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735796, serial/lot: (B)(4). Analysis found electrical failure with the pcoip box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the pcoip of the navigation system cycled power. It was reported that when the issue occurred, the monitor of the navigation system displayed the pcoip screen then reverted to normal video functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.